Manufacturer narrative:
Evaluation summary: the sample was not unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
An affiliate reported the 'light blue part cracked at the connection of the white part' on a transfer set. No pt injury or medical intervention was reported.